Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The company lens does not have a cylinder component. It does not correct for astigmatism. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had glare, halos and not crisp visual acuity at distance. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as rings and residual astigmatism. Additional information has been requested, received and stated the iol was exchanged for another model company lens. There was no patient harm. In the surgeon¿s opinion rings on iol and residual refraction caused the event.